Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a patient had high lead impedance readings during a generator replacement surgery, indicating a possible lead break. The patient has also experienced a recent increase in seizures, but the seizures are not above pre-vns baseline levels. A new lead was implanted along with a new generator and impedance readings were within normal limits. The explanted lead and generator are currently in product analysis.